Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced a connectivity issue in which a dexcom g7 sensor appeared connected in the ilet mobile and dexcom apps but showed three lines on the ilet pump, indicating no cgm data transfer to the pump. Symptoms included no adverse clinical effects and blood glucose not affected. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included technical troubleshooting and user education, including checking alerts, cycling cgm type selection in the dexcom app from g7 to g6 and back, re-entering the pairing code, and advising the user to contact dexcom if connection did not resume. Investigation of this case revealed a suspected communication or pairing failure limited to the pump interface, with no sensor failure alerts present and no evidence of pump alarms. It was concluded, based on previously established findings for similar reports, that the cause was user device communication disruption or software-related pairing behavior.